Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty turning the connector piece to attach a component, but was ultimately able to complete the connection after receiving troubleshooting guidance to improve grip and to push while turning. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no injury, no medical intervention, and continued device use. Investigation included telephone technical support and user education. Investigation of this case revealed that the device was operable after technique adjustments and no device malfunction was confirmed. It was concluded that the event was attributable to user technique with no device-related injury and no reportable malfunction identified.